Event description:
We were advised that the device was being used to change an endotracheal tube. When they removed the exchange catheter, they noted the distal tip was missing. It was found in the right main bronchus and retrieved it safely. No harm to the patient. It appears to have broken cleanly at the distal sideports. It should be noted the customer advised the catheter was out of date in 2001. The physician realizes this, but comments that due to the sideports being placed opposite each other, he questions whether this would weaken the tip.

Manufacturer narrative:
Evaluation: no product was returned. However, a photograph was provided showing the separation occurred at the distal sideports, with no elongation noted. The physician states the separation may have occurred due to sideport placement. Comparing the photographs to our drawing specification, it appears the sideports were correctly placed. Therefore, it is feasible to say the sideport placement was not an issue. Considering the device was "out of date in 2001" and no elongation was observed, it is feasible to say the separation occurred as the result of degraded tubing material.